Event description:
It was reported that the pt experienced pectoral stimulation. During device evaluation, physician was unable to make telemetry link with the device. A chest x-ray was done but no anomolies detected. The device was then explanted and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.